Manufacturer narrative:
(B)(4). Device evaluation: the report that the hubs of the arrow catheter could not be attached to the non-arrow tubing set could not be confirmed. Returned were a 2-lumen catheter marked 12fr x 16cm on the juncture hub and non-arrow tubing sets. The distal and proximal extension lines of the arrow catheter have standard female luer connectors. A 10ml luer lock syringe from lab inventory connected securely to both luer hubs. The taper of both luer hubs was checked with the luer gauge and both passed. Two non-arrow tubing sets were returned - one for each extension line. One set had blue fittings and one set had red fittings. Both tubing sets had a single line running to a manifold and then multiple lines connecting to the manifold. Both tubing sets had an adapter on the end of the single line that had a female connector. When the adapter was removed, the end of the tubing became a male connector. The male connect or could be securely attached to the female luer hubs on the extension lines of the arrow catheter. The remainder of the fittings on both non-arrow tubing sets had female connectors and by design. The female connectors would not attach to the female luer hubs on the arrow catheter. A review of the device history records did not reveal any manufacturing related issues. No problem was found on the returned arrow catheter. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the proximal and distal hub couldn't be attached to the hemofiltration tubing of nipro. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.